Event description:
Device malfunction: mislocation of clip. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in training attempted arteriotomy closure using a starclose se after a diagnostic procedure. Reportedly, the clip delivery tube was not pulled back far enough before the clip was deployed. The location of the clip is unknown. Hemostasis was achieved using manual compression. There was no patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
Eval summary: the customer reported the device was discarded. Based on the reported information it appears that the device may have been deployed out of sequence. During click #3 the instructions for use instructs the user to "maintain the left hand on the stabilizer to stabilize the device at the angle of the tissue tract, gently retract the device with the right hand until slight resistance is felt. The goal is to place the locator wings against the anterior surface of the arterial wall to locate the access site without applying tension on the artery. While maintaining apposition of the locator wings on the anterior surface of the arterial wall and keeping the flex-guide straight, advance the thumb advancer using the pad of the right thumb until the #3 appears in the number window". Based on the reported information, this would be considered incorrect technique; however, because the device was not available for investigation the root cause could not be determined. The lot number was not provided; therefore, a device history record review for this lot could not be performed.